Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pphysician attempted to implant an abre self-expanding stent with a 9fr sheath during treatment of a 40mm lesion in the patient¿s left proximal non-thrombotic iliac vein lesion (nivl). Vein diameter reported as 16mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. The thumbscrew/lock-pin was checked for securement prior to procedure and the thumbscrew/lock-pin was removed prior to attempted deployment. Embolic protection was not used. The vessel was pre and post dilated. The device was not passed through a previously deployed stent. It was reported the stent flowered perfectly. When physician was retracting the wheel, did not hear a clicking sound and the stent jumped forward a couple of mm, kind of fell off delivery system. The physician. Was pulling back the whole shaft while deploying and stent placement was adjusted after initial flowering. The stent deployed more distally than intended, groin access was being utilized. There was nothing unusual around the landing zone of the stent, there was stenosis at the confluence of ivc/civ. The stent was implanted, and procedure was completed. The delivery system was safely removed from patient. The stent jumping caused a portion of the stent to be partially extended in the ivc. No patient injury reported.

Manufacturer narrative:
Product analysis: the device delivery system was returned. The red locking pin was removed from the returned device. The size on the strain relief was 9f 18mm x 60mm. A kink was observed on the inner tubing. Approximately 4.5cm of the inner tubing was exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.